Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was returned partially deployed from the introducer sheath and the stent was not loaded on the stent delivery wire (sdw). There was a kink noted to the distal end of the sdw. During functional testing the stent was not loaded onto the sdw and the stent was gently pulled out from the introducer sheath. There was some deformation noted to the stent. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the additional information, the patient¿s anatomy was very tortuous. The device was returned, and the stent had been partially withdrawn back into the introducer sheath, the stent was noted to be deformed and the sdw was kinked, this damages are indicative of the reported events. It is probable that the device was damaged during navigation to the target site, causing the reported events. An assignable cause of procedural factors was assigned to the reported issues stent failed/unable to deploy, stent failed to open and to the analyzed issues sdw kinked/bent, stent deformed and stent deployed prematurely during retraction/re-sheathing , as the issues are associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that, the physician was able to place the subject stent into the target site; however, a strong resistance was encounter when deploying the stent and subject stent failed to fully expand inside the target site. Another stent was used to complete the procedure successfully. No patient consequences were reported due to this event.

Manufacturer narrative:
The subject device not returned.

Event description:
It was reported that, the physician was able to place the subject stent into the target site; however, a strong resistance was encounter when deploying the stent and subject stent failed to fully expand inside the target site. Another stent was used to complete the procedure successfully. No patient consequences were reported due to this event.